Event description:
It was reported that the patient's trach had come out and the pulse oximeter was alarming. It was also reported that the nurse had apparently quieted the pulse oximeter alarm. The patient had lost all coloring and was in distress. CPR was initiated, 911 was called, and the patient was transferred to the picu. The patient's mom reported that she heard the ventilator's audible alarm when she went into the patient's room.